Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "heaterwire disconnect" alarm sounded on the mr850 respiratory humidifier when an rt340 adult dual heated evaqua breathing circuit was connected. This was observed on three rt340 units with the same lot number, before they were used on a patient.

Manufacturer narrative:
(B)(4). Method: one of the three complaint rt340 adult dual heated evaqua breathing circuits was returned to fph in (B)(4) for inspection. It was visually inspected and electrical resistance tested using a calibrated multimeter. Results: no physical damage was observed to the returned breathing circuit. The electrical resistance of the inspiratory heaterwire was higher than specification. No fault was found to the expiratory heaterwire. A lot check revealed no other complaints of this nature for lot number 130808. Conclusion: high electrical resistance in heaterwires can be associated with insufficient connection of the heaterwire and the heaterwire pins during production, such that it is unable to provide continuity during the period of use. All rt340 adult breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the inspiratory heaterwire of the complaint rt340 breathing circuit malfunctioned after released for distribution. (B)(4).